Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed noise episodes on the right ventricular lead. High thresholds had been addressed previously as a chronic issue. It is suspected the cause was possibility either a lead connection problem or myopotential oversensing. Troubleshooting was recommended. No further information is available.